Manufacturer narrative:
One device was returned for repair. Service history showed no relevant repairs. Functional and visual testing was performed. Downstream occlusion (dso) seal was found glued to dso. Replaced dso, dso bezel, and dso seal. Verified repair with visual inspection and functional testing and updated software. Probable cause of primary problem of cassette not attached error was not determined.

Event description:
It was reported that the pump showed the cassette not attached error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.